Event description:
It was reported patient's system was explanted due to an infection in (B)(6) 2024 on an unknown date. The site of infection was not known.

Manufacturer narrative:
D3: date of event is estimated. D6b: date of explant is unknown.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.